Event description:
Incident as reported: endopyelotomy - "in the process of making the incision, where both balloon and cutting over simultaneously, the balloon "popped" was unable to perform the tamponade for the required 10 minutes." Pt status: home - however required 4 units of prbc's, and extended hospital stay of 4 days.

Manufacturer narrative:
No product is being returned for eval and no lot# has been provided to the MFR for review. Engineering assessment of the incident is will be conducted and a f/u report will be sent within 30 days or upon completion of the eval. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.